Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented with an episode of ventricular tachycardia, review of the egm revealed undersensing of r-waves. Programming changes were made. The patient will continue to be monitored.